Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical, and visual testing was performed. The fsr replaced the roller pump display and cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia roller pump display was blank with no backlight present. The team could still control the pump from the local controls on the pump head and the central control monitor (ccm) touch screen. The machine was restarted, the pump head was unplugged then plugged back in, but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.